Manufacturer narrative:
Evaluation per spsmi-02ap rev ac and ip-000-998 rev ac confirms the reported problem; the needle is broken off inside the suture passer. Broken needle cannot be detached from the spectrum autopass, and the lot number is unknown. A DHR review could not be conducted as a lot number was not provided. A lot history review could not be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 5 complaints, regarding 5 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to avoid lateral stresses to the instrument or device function may be compromised. Prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Instruments should be stored in the shoulder restoration system tray to protect the features. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the smi-02n, spectrum autopass needle, device was broken inside the smi-02ap, spectrum autopass suture passer, during a rotator cuff repair on (B)(6) 2021. It was reported "the needle broke inside and can't retrieve during a rotator cuff surgery." Assessment questioning found that the procedure was completed without a delay. The needle was broken inside the suture passer and there was no fragmentation that came into contact with the patient. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.